Manufacturer narrative:
Concomitant medical products: 310c27 valve, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their implantable pulse generator (ipg) will "stand on end" when they lie on their right side. This ipg remains in use. No patient complications have been reported as a result of this event.